Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being submitted to correct the date of manufacture. A review of the manufacturing records was conducted which found that that the device provided was manufactured to specification.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event as no specific device failure mode was alleged. To date no medical records have been provided. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum 1: addendum to the previous information. This supplemental emdr is being submitted to correct the date of manufacture. A review of the manufacturing records was conducted which found that the device provided was manufactured to specification. Addendum 2: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, it is unknown to what extent the device may have caused or contributed to the reported event, no conclusions can be made. Per the medical records received, following implant of ventralex st mesh, patient had post-operative cellulitis and underwent treatment. After 10 months, patient had abdominal wall abscess, seroma, hernia recurrence and underwent mesh explant. The adverse reactions section of the instructions-for-use (IFU) supplied with the device lists infection, seroma and hernia recurrence as possible complications. Regarding infection, the warning section states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. Unresolved infection may require removal of the prosthesis.". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for repair of an umbilical hernia, a ventralex st hernia mesh was implanted to repair the hernia defect. The attorney alleges the patient suffered serious bodily injury, which necessitated medical intervention due to the dangerous and defective product implanted in his body, which failed to treat the condition for which it was implanted. The attorney further alleges the patient was seriously and permanently injured. Addendum per the additional information provided: (B)(6) 2015 - patient was diagnosed with umbilical hernia and underwent open repair. Per the operative notes, "the umbilical hernia sac was identified and was dissected away from the defect in the abdominal wall. The ventralex st mesh was then placed into the abdomen and sutured.¿. From 22-jul-2015 to 30-mar-2016 - patient visited hospital for several times due to post-operative cellulitis, abdominal wall abscess, purulent drainage, wound infection and stitch granuloma which was removed and treated with antibiotics. (B)(6) 2016 - patient was diagnosed with recurrent hernia and underwent repair with non-bard mesh and removal of previous mesh. Per the operative notes, "a periumbilical incision was created which included the prior umbilical site. The ventralex st mesh was removed; because of the concern for an infected wound, a non-bard biological mesh was placed.¿¿. Attorney alleges abscess, pain, infection, chronic drainage, hernia recurrence, wound vac placement.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event as no specific device failure mode was alleged. To date no medical records have been provided. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery for repair of an umbilical hernia, a ventralex st hernia mesh was implanted to repair the hernia defect. The attorney alleges the patient suffered serious bodily injury, which necessitated medical intervention due to the dangerous and defective product implanted in his body, which failed to treat the condition for which it was implanted. The attorney further alleges the patient was seriously and permanently injured.